Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem customer technical support, however the customer declined further troubleshooting. Customers blood glucose was 212 mg/dl..